Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with anemia. It was reported that the patient had upper and lower gi procedures and an unspecified area was found which had ulcerated tissue. A biopsy was taken. No cancerous cells were seen. The vad coordinator did not believe the event was lvad related.

Manufacturer narrative:
Approximate age of device: 3 years and 5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.